Event description:
It was reported to the aci sales professional that a patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no presence of peripheral vascular disease (pvd). Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician shuttled down and when he retracted the sheath back to the black handle, a white "powdery" material fell out. The physician did not remove the balloon but was reported to have left the inflated balloon abut against the arteriotomy and removed it 2 hours later (due to the intervention procedure). After the device was removed, the physician applied 10-15 minutes of manual compression to the access site and hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.